Manufacturer narrative:
(B)(4). Event year only reported 2023. Batch #: x9668f. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the product will not open and close. Inside came out. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2023. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by "inside came out"? Did a piece of the device detach? If yes, it is known where the came from on the device? If yes, what the piece removed from the patient?